Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to pain. The surgeon reported bone growth up and around the tibial tray as if the body was trying to stabilize the implant and that the tibial component was easily removed. He noted the femoral component was well-fixed and stable, though was revised. The surgeon indicated the patella was found to be stable, and not revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018; (rt knee).